Manufacturer narrative:
Though there was no report of injury, because device eval results are not available as of this MDR eval, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring med intervention to preclude such. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it was reported that while using a promark endo motor, pts experienced an electrical shock; no injury resulted.